Event description:
On (B)(6) 2012 the reporter contacted animas alleging that the down arrow keypad button "feels depressed" and is intermittently unresponsive. The patient reportedly wears the pump on a belt and does not clean the pump. There was no reported patient impact associated with this complaint. This complaint is being reported because the alleged keypad malfunction remained unresolved.

Manufacturer narrative:
Follow-up # 1 date of submission (B)(4) 2012- device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: the keypad was found to be fully intact; no peeling or damage was observed. During testing, the down arrow keypad button was intermittently unresponsive; all other buttons responded appropriately. During investigation, evidence of contamination was found under all key contacts.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.